Manufacturer narrative:
The reported event that the drill made an eccentric rotation could not be confirmed. Within the visual inspection it was determined that the drill helix shows no macroscopically visible deformation. At the coupling area a pressure mark is visible most likely resulting from the assembling with a three jaw drill chuck instead of a j-notch adapter. Furthermore the cutting edge of the drill shows microscopically visible plastic deformations in counter-drilling direction caused by impacts / collisions with a hard material (no bone). Subsequently within functional inspection the device was assembled with the related j-notch adapter. The rotation function was not affected and a correct concentric running was determined. Moreover the rotation function was checked with a precise box column drill. Also in this case the concentric running was found to be correct. Based on investigation the root cause was attributed to a user related issue. Most likely the drill was not concentrically assembled with a three jaw drill chuck. This consequently caused an eccentric rotation as noticed by the surgeon. Indications for material, manufacturing or design related issues could not be found in the investigation.

Event description:
It was reported that, during a surgery, the drill made an eccentric rotation. The surgeon used spare drill instead (with same power driver).

Event description:
It was reported that, during a surgery, the drill made an eccentric rotation. The surgeon used spare drill instead (with same power driver).

Manufacturer narrative:
Investigation is in progress but not yet complete.